Manufacturer narrative:
Device passed displacement test and self-test. Pump error 63 was present in the device trace download due to broken trace at pin cracked solder joint at pin on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the active insulin on the insulin pump¿s main screen did not reflect on the bolus screen. It was also reported that they were getting a hardware low level failure alarm on the insulin pump. The customer¿s blood glucose level was 9 mmol/l. Troubleshooting was performed. They performed a normal bolus into the air. The bolus amount was recorded in the daily history. They ran a self-test and the hardware low level failure alarm recurred. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.